Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during testing. The following cosmetic damage was also noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during basal delivery. The patient's blood glucose at the time of incident was 164 mg/dl. Troubleshooting was initiated for the motor error alarm and the customer was able to clear the alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to rewind the pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.